Manufacturer narrative:
(B)(4). Batch # r92n8j. Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 5 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the clip feed slowly into the jaws of the device? No information. The clip was lifted when it was fed into the jaws. Did the clip feed sideways into the jaws of the device? No information. Did multiple clips feed into the jaws of the device? No. No further information will be provided.

Event description:
It was reported that during a ladg, the clip was not fed into the jaws properly from about 5th firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.